Manufacturer narrative:
System component: pump model-72404310 , lot sn - (B)(4), mfg date- 07/17/2018, exp date- 07/16/2023, gtin- (B)(4).

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp)pump and cylinder due to a right cylinder hole. A patient outcome of stable was reported.

Manufacturer narrative:
The ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1, the tubing was identified to be cut down to the input tube sleeve; no leak was found. A large cut/hole was found in rear tip that was the result with sharp instrument damage; cylinder 1 therefore passed the leak test. Cylinder 2 had fluid leaks; holes were identified in the cylinder body. These leaks were result with sharp instrument damage. Based on this investigation, the investigation conclusion code of unintended use error caused or contributed to event was chosen because based on the identification of the tool marking present that is consistent with unintentional damage created. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed activation test. Product analysis was unable to confirm the reported related to a hole in cylinder, but product analysis identified pump failed activation test. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. System component, pump, model-72404310, lot sn- (B)(6), mfg date- 07/17/2018, exp date- 07/16/2023, gtin- (B)(4).

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp)pump and cylinder due to a right cylinder hole. A patient outcome of stable was reported.